Manufacturer narrative:
Continuation of d10: product ID: tm90t0, serial# (B)(6), product type: accessory. Product ID: hh90t01, serial#: (B)(6), product type: mobile platform. Product ID: a820, serial#: unknown, product type: software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient receiving fentanyl via an implanted pump. The indication for pump use was spinal pain. The patient reported that they didn¿t feel as though the boluses from their ptm (personal therapy manager) were helping their pain as they once did. The patient also reported that their ptm would connect to their pump but sometimes it got stuck at 90%. Per the patient, the issue began two months ago, and they were allowed 4 boluses a day. The patient stated that the connection would take a long time to connect to their pump and then eventually it would and then it took time for the bolus to be delivered. It could take up to 20 minutes. The patient reported seeing the ¿no device found¿ screen while on the call and stated that it was consistently taking that long. The patient also reported that their handset would sometimes take a long time to power on as well. A replacement handset and communicator were requested from the repair department. No patient injury reported.